Event description:
It was reported that the ventilator stopped cycling temporarily on two occasions while connected to the pt. It is unk if the ventilator alarmed when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na